Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03914. It was reported the physician had trouble implanting the lead during a lead replacement procedure (manufacturer report number: 3006705815-2019-03535). However the leads were placed but only 4 out of 8 contact were in epidural space. Post -op it was noted the patient had lost effective therapy. X-rays confirmed that the lead has migrated fully out of epidural space. As a result, surgical intervention may occur at a later date to address the issue. It is unknown which lead had migrated, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.